Event description:
It was reported to boston scientific corporation on (B) (6) 2009 that a zero tip nitinol stone retrieval basket was used for a cystoscopy with stone removal procedure performed on (B) (6) 2009 (patient age and weight are unknown). According to the complainant, one retrieval basket wire detached inside the patient after enclosing a stone approximately 6-7 millimeters in size. The detached wire was removed from the patient with an unknown device. The procedure was successfully completed using another zero tip nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corp that a zero tip nitinol stone retrieval basket was used for a cystoscopy with stone removal procedure, performed in 2009. According to the complainant, one retrieval basket wire detached inside the pt after enclosing a stone approximately 6-7 millimeters in size. The detached wire was removed from the pt with an unk device. The procedure was successfully completed using another zero tip nitinol stone retrieval basket. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation on (B) (6) 2009 that a zero tip nitinol stone retrieval basket was used for a cystoscopy with stone removal procedure performed on (B) (6) 2009 (patient age and weight are unknown). According to the complainant, one retrieval basket wire detached inside the patient after enclosing a stone approximately 6-7 millimeters in size. The detached wire was removed from the patient with an unknown device. The procedure was successfully completed using another zero tip nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B) (6). A medwatch report (B) (4) was received from the user facility. The account's risk coordinator clarified that only one basket was broken, as originally reported, despite the medwatch stating three baskets were damaged in the procedure. However, the account was unable to confirm the correct event date, as the medwatch states the date of event is (B) (6) 2009 while the initial report indicates the procedure occurred on (B) (6) 2009. Patient age was also provided.

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.